Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") and kidney infection ("infection: kidney") in a 43-year-old female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included body mass index normal, asthma since 2008, ovarian cyst since 2008, uterine bleeding, shortness of breath, cough, weight loss, tenderness, chest pain, menses irregular, muscular weakness, muscle pain, joint pain, tendency to bruise easily, multigravida, parity 2, flank pain, upper back pain, neck pain, fever, dysuria, chills, vomiting, diarrhea, endometritis, dysthymic disorder and anginal equivalent. Concomitant products included aclidinium bromide (tudorza pressair) from 9-jan-2014 to 28-jul-2014, ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal) from 24-jan-2011 to 24-feb-2011, baclofen from 12-may-2016 to 23-mar-2017, cefalexin (cephalexin), ciprofloxacin (cipro), citalopram from 27-apr-2016 to 27-may-2016, codeine phosphate hemihydrate;paracetamol (acetaminophen & cod. Phosp.) From 13-oct-2014 to 20-sep-2016, cyclobenzaprine from 8-jan-2016 to 8-apr-2016, duloxetine, duloxetine hydrochloride (duloxetine dr) from 29-mar-2016 to 1-aug-2018, escitalopram from 8-may-2014 to 8-jun-2014, fluticasone in 2010, hydrocodone bitartrate (hysingla) from 22-feb-2017 to 27-jul-2018, hydrocodone from 15-feb-2017 to 12-jul-2017, ipratropium bromide (atrovent) since 2010, macrogol (polyethylene glycol) from 6-may-2013 to 6-jun-2013, meloxicam since (B)(6) 2018, naproxen from 16-nov-2015 to 6-jan-2018, norethisterone (norethindrone) from 16-may-2016 to 14-sep-2016, paracetamol (acetaminophen) from 15-feb-2017 to 12-jul-2017, ranitidine since 2010, salbutamol (albuterol) from 8-feb-2016 to 18-aug-2016, salbutamol sulfate (ventolin hfa) from 25-feb-2016 to 19-nov-2017, salbutamol since 2010, temazepam from 1-aug-2016 to 28-dec-2016 and varenicline tartrate (chantix) from 15-feb-2017 to 8-dec-2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant), back pain ("severe back pain / chronic back pain / upper, middle and lower back pain"), urinary tract infection ("utis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / injections for pain associated with essure symptoms") and vaginal haemorrhage ("prolonged vaginal bleeding / abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes: describe:mood swings"), abdominal distension ("hormonal changes: describe:bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd"), amnesia ("memory loss") and obsessive-compulsive disorder ("ocd"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive menstrual cycles and abnormal symptoms / excessive menstrual bleeding"), migraine ("migraines"), headache ("headaches"), chronic obstructive pulmonary disease ("copd"), arthralgia ("right hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, kidney infection, back pain, menorrhagia, female sexual dysfunction, anxiety, depression, post-traumatic stress disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, amnesia, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, chronic obstructive pulmonary disease, obsessive-compulsive disorder, arthralgia and pain in extremity outcome was unknown, the genital haemorrhage and dysmenorrhoea had resolved and the mood swings, abdominal distension and urinary tract infection was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pain in extremity, pelvic pain, post-traumatic stress disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left ovary not visualized due to bowel gas interposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2016: results: complete occlusion of the right and left fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, abdominal pain, vaginal discharge, anxiety, depression, pelvic pain, genital haemorrhage, dysmenorrhea,back pain, nausea,urinary tract infection,kidney infection, menorrhagia, vaginal bleeding, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: plaintiff fact sheet and medical record was received. Reporter information, medical history, aka name,concomitant drug were added. Events outcome were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") and kidney infection ("infection: kidney") in a 43-year-old female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Concurrent conditions included body mass index normal, asthma since 2008, ovarian cyst since 2008, uterine bleeding, shortness of breath, cough, weight loss, tenderness, chest pain, menses irregular, muscular weakness, muscle pain, joint pain, tendency to bruise easily, multigravida and parity 2. Concomitant products included baclofen from (B)(6) 2016 to (B)(6) 2017, citalopram from (B)(6) 2016 to (B)(6) 2016, co-dafalgan (acetaminophen & cod. Phosp.) From (B)(6) 2016, cyclobenzaprine from (B)(6) 2016, duloxetine, naproxen from (B)(6) 2015 to (B)(6) 2018, norethisterone (norethindrone) from (B)(6) 2016 to (B)(6) 2016, salbutamol (albuterol) from (B)(6) 2016, salbutamol sulfate (ventolin hfa) from (B)(6) 2016 to (B)(6) 2017 and temazepam from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant), back pain ("severe back pain / chronic back pain / upper, middle and lower back pain"), urinary tract infection ("utis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / injections for pain associated with essure symptoms") and vaginal haemorrhage ("prolonged vaginal bleeding / abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd"), amnesia ("memory loss") and obsessive-compulsive disorder ("ocd"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive menstrual cycles and abnormal symptoms / excessive menstrual bleeding"), migraine ("migraines"), headache ("headaches"), chronic obstructive pulmonary disease ("copd"), arthralgia ("right hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, kidney infection, back pain, menorrhagia, mood swings, abdominal distension, urinary tract infection, female sexual dysfunction, anxiety, depression, post-traumatic stress disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, amnesia, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, chronic obstructive pulmonary disease, obsessive-compulsive disorder, arthralgia and pain in extremity outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pain in extremity, pelvic pain, post-traumatic stress disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left ovary not visualized due to bowel gas interposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: complete occlusion of the right and left fallopian. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, abdominal pain, vaginal discharge, anxiety, depression, pelvic pain, genital haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general) / heavy bleeding") and kidney infection ("infection: kidney") in a (B)(6) female patient who had essure (batch no. B02266) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia. Concurrent conditions included body mass index normal, asthma since 2008, ovarian cyst since 2008, uterine bleeding, shortness of breath, cough, weight loss, tenderness, chest pain, menses irregular, muscular weakness, muscle pain, joint pain, tendency to bruise easily, multigravida and parity 2. Concomitant products included baclofen from (B)(6) 2016 to (B)(6) 2017, citalopram from (B)(6) 2016 to (B)(6) 2016, co-dafalgan (acetaminophen & cod. Phosp.) From (B)(6) 2016 to (B)(6) 2016, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2016, duloxetine, naproxen from (B)(6) 2015 to (B)(6) 2018, norethisterone (norethindrone) from (B)(6) 2016 to (B)(6) 2016, salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2016, salbutamol sulfate (ventolin hfa) from (B)(6) 2016 to (B)(6) 2017 and temazepam from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced kidney infection (seriousness criterion medically significant), back pain ("severe back pain / chronic back pain / upper, middle and lower back pain"), urinary tract infection ("utis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / injections for pain associated with essure symptoms") and vaginal haemorrhage ("prolonged vaginal bleeding / abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"), depression ("depression"), post-traumatic stress disorder ("ptsd"), amnesia ("memory loss") and obsessive-compulsive disorder ("ocd"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive menstrual cycles and abnormal symptoms / excessive menstrual bleeding"), migraine ("migraines"), headache ("headaches"), chronic obstructive pulmonary disease ("copd"), arthralgia ("right hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, kidney infection, back pain, menorrhagia, mood swings, abdominal distension, urinary tract infection, female sexual dysfunction, anxiety, depression, post-traumatic stress disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, amnesia, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, vaginal haemorrhage, chronic obstructive pulmonary disease, obsessive-compulsive disorder, arthralgia and pain in extremity outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood swings, nausea, obsessive-compulsive disorder, pain in extremity, pelvic pain, post-traumatic stress disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left ovary not visualized due to bowel gas interposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: complete occlusion of the right and left fallopian. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: fatigue, abdominal pain, vaginal discharge, anxiety, depression, pelvic pain, genital haemorrhage, dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs: mood swings, bloating, abnormal bleeding (general), utis, apareunia (inability to have sexual intercourse), infection: kidney, anxiety, depression, ptsd, bladder or urinary problems or changes, migraines, headaches, nausea, memory loss, ocd, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, injections for pain, hair loss, abnormal bleeding (vaginal), copd, right hip pain, leg pain. Concomitant disease, historical condition, concomitant drug were added. Onset date of event menorrhagia, back pain, plaintiff name were update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.